Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation, "pinhole in the bending section cover". Due to a pinhole on bending section cover, water tightness was lost. There were few additional findings. Due to a pinhole on universal cord, water tightness was lost, adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on charge coupled device (ccd) unit, the image has white dots. Indication on light guide connector was damaged. Video connector and video connector case had a crack. Control unit has a crack. Right/left and up/down plate had discoloration. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, that the bending section cover of the endoeye flex deflectable videoscope had a pinhole. The device was returned and an evaluation at the repair center revealed, the adhesive of the objective lens was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: "[inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.